Event description:
The customer reported that the system displayed a communication failure error message and would not fluoro. The system likely was locked up due to the error message. There is no report of patient injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.